Manufacturer narrative:
(B)(4). Report source: (B)(6). Journal: manara, j r; mathews, j a; sandhu, h s (2017). Cable plating with a single strut allograft in the treatment of periprosthetic fractures of the femur: cable plating and single strut allograft in periprosthetic femur fractures. Hip international, pgs 1-7. Doi: 10.1177/1120700018761519. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one (1) patient who underwent femoral peri-prosthetic fracture plating experienced discomfort of the lateral thigh, along the scar, overlying the metalwork. Patient remained mobile and had no further complications. No medical intervention was required.